Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during kit inspection the ratchet of the device did not work properly and would not perform the up and down motion. No harm or delay occurred. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Product review of the meshgraft ii serial number (B)(6) by zimmer-japan on 12 august 2020 revealed that the cutter and sideplate failed and needed to be replaced. There was poor movement when turning the mesher handle. The cutter had scratches and side plates were worn. Test graft had passed. Repair of the device was performed by zimmer-japan on 12 august 2020 which included replacement of the following: cutter, sideplate the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.